Manufacturer narrative:
Per the user guide: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer slept through the pump high blood glucose (bg) alert. Bg was over 500 mg/dl and ketones were present. Customer was unable to stand, walk or hold down liquids. Customer went into diabetic ketoacidosis (dka) and attempted to deliver a bolus. Customer reported the suspected cause for elevated bg and ketones was not having any more insulin. Customer waited to change the infusion set as assistance was needed. Customer was transported via ambulance to the emergency room. Healthcare provider identified ketones as dangerous. Customer was admitted to the hospital and was treated with intravenous fluids and put on a diabetic diet. Elevated bg/dka were resolved, customer was able to walk and hold down liquids. Customer was discharged on (B)(6) 2019 with no permanent injury. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, customer did not respond.